Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive was selected for use. By the end of the procedure, the device presented microbubbles and blood leaking from the back of the valve. The procedure was almost done when this occurred, so the sheath was not replaced. No patient complications reported. The device is not expected to return for laboratory analysis.